Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels over 200 mg/dl. The hospital determined that the customer had an infection that affected her blood glucose levels. The customer's father felt that the insulin pump had nothing to do with the hospitalization, and declined troubleshooting. Nothing further was reported.